Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient called to report a left side capsular contracture baker grade unknown. The device remains implanted.

Event description:
Additionally, patient reported having gone to ER for shortness of breath in left side and severe pain in left chest, received x-ray to discount heart issues and was prescribed anti-inflammatory drug. In addition, patient also reported she is suffering from lupus and will not replace the implants. These issues are not device related.